Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
.

Event description:
It was reported that the short interval count is 192 indicating oversensing. In addition there was one non sustained tachycardia episode that indicates intermittent oversensing after ventricular pace and that there was noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there was patient alerts for lead failure predictor (B)(6) 2011 12:19:22 and (B)(6) 2011 18:01:25. In addition there was oversensing. There was ventricular nonsustained tachycardia equal to 210 ms average v-cycle between (B)(6) 2011 18:01:24. Noise was also noted. There were ventricular short interval count v-sic=28.5 counts avg/day, in 6.74 days, between (B)(6) 2011 14:30:20 and (B)(6) 2011 08:14:38. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.